Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 200 mg/dl.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was xx mg/dl.